Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2009 in the pt's right eye (od). The lens was explanted the same day due to excessive vaulting. Subsequently, the pt had elevated iop, narrowing of the angle, angle closure and shallowing of the anterior chamber.

Manufacturer narrative:
Secondary surgery.